Event description:
Allegedly, hip revision was done due to pain, elevated metal ions, a locking sensation, & swelling. Physician noted: "acetabular component was clearly loose" intraoperatively ; all mom complications (left).

Manufacturer narrative:
This is the same event as 3010536692-2014-01447.